Event description:
The event is reported as: during normal operation, the patient monitor suddenly went to asystole. A phillips monitor was being used with the neptune device. No patient injury reported.

Manufacturer narrative:
The device has been requested, but not received by the manufacturer yet. The results of the investigation are not available at the time of this report. A follow-up report will be sent when available.